Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate ii left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. These events are further addressed under the controller investigation. Review of the submitted log files captured the pump operating as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no pump-related issues were reported or identified, section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Supplemental information received on 13nov2025 reported that the patient's backup controller was exchanged due to continued uncertainty regarding the original cause for the original controller exchange on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced multiple lvad alarms going off on (B)(6) 2025. Through log files analysis, tech services found a pump off event at 11:13:59, followed by a pump off, driveline disconnect, and low flow alarm at 11:14:00. Patient care staff changed the controller batteries, which did not resolve alarms. Patient care staff then exchanged the controller, which did resolve alarms. It was later reported that the cause of the low flow alarm, pump off alarm, and driveline disconnect were not identified. It was also later reported that the patient experienced brief non-traumatic syncope during the controller exchange. It was later reported the patient experienced another controller alarm on (B)(6) 2025. The patient's wife inspected the controller and found the driveline's backdoor slid out of its "locked" configuration, thinking the patient may have been fidgeting with the mechanism. Tech services reviewed log files but found no alarms correlating with the (B)(6) 2025 event. Log file review did capture a double power cable disconnect event on (B)(6) 2025 15:04. There was no pump interruption and the ebb functioned as intended. Alarms resolved when battery power was restored.